Event description:
It was reported by the rep the device was used during an abdominal hysterectomy. It was reported the tlc55 bleeding was experienced at the stapler line when stapling the broad ligament. Staple line was oversewn to complete the case. There was no consequence to the pt. 03/26/1998 the tcr55 was used and there was bleeding with the first and second firing.

Manufacturer narrative:
Proximate linear cutter- based upon the information received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired with a reload cartridge and it fired all the staples as designed. Staple heights and staple formation were measured and were found to be conforming with respect to manufacturing requirements. It could not be ascertained as to why the staple line reportedly bled.